Event description:
The haptic of the lens bent when being loaded into the delivery device. The lens could not be used.

Event description:
The haptic of the lens bent when being loaded into the delivery device. The lens could not be used.